Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During manual attachment of the components of the implants, the monogram torque wrench broke.

Event description:
During manual attachment of the components of the implants, the monogram torque wrench broke.

Manufacturer narrative:
An event regarding fracture involving a monogram torque wrench was reported. The event was confirmed by product inspection. Conclusions: the investigation concluded that the fracture was caused by an external force exceeding the maximum permissible torque. The suppliers inspection noted indications of wear on the torque scale above the 180 lb-in. Indication jn the clockwise direction and deflection of the tip of the pointer consistent with torque above 180 lb-in. The surgical protocol indicates the instrument be used to tighten a stem at 120-180 in/lb or an augment at 60-80 in/lb to the femoral component. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.